Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device received an alert due to high out of range pacing impedance measurements, measuring greater than 2335 ohms on the right ventricular (rv) channel. It was noted that there was rapid increase in rv pacing impedance and threshold values. Technical services (ts) reviewed the presenting electrogram (egm) and stated that there was no evidence of noise on the stored egms, however suspected it could be the lead integrity issue. Ts recommended further troubleshooting to be performed in clinic, to also consider an x-ray imaging of the device and lead system for any visible problems or movement and recommended lead replacement. This device currently remains in service. No adverse patient effects were reported.